Event description:
It was reported when the device was used during a laparoscopic roux-en-y procedure, it did not staple. The device was reloaded and the case was completed without patient consequence.